Event description:
It was reported when using and before using the bd vacutainer® sst¿ there were 100 tubes with cracks in the tubes. In some instances the sample leaked. There were no health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 07-mar-2025 investigation summary bd received 192 samples for investigation. Out of these, 192 customer samples underwent a visual inspection for damages, resulting in 2 failures. Additionally, 10 customer samples were visually inspected for brittleness, with 2 failures noted. For retained samples, 100 were visually inspected for damages with no failures, and 10 were inspected for brittleness, resulting in 2 failures. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using and before using the bd vacutainer® sst¿ there were 100 tubes with cracks in the tubes. In some instances the sample leaked. There were no health consequences or impacts reported.